Event description:
The patient's explanted generator was returned for analysis. In the laboratory it was determined to be at end of battery life and be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported to our consultant that a vns patient had high lead impedance. They had full revision surgery on (B)(6) and their explanted products are being returned for analysis. A lead break was not seen in the surgery. High impedance was attained in preop.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
The patient's surgery was (B)(6) 2012. Their explanted lead was not returned for analysis. The explanted generator was returned.